Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the precision aiming device became damaged while adjusting the trajectory angle. The screw was disengaged and the associated washer fell into the burr hole. The washer was then removed with tweezers and the procedure was completed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.